Manufacturer narrative:
The reported event were infection and wound dehiscence. Final analysis didn¿t find any anomalies. The cause of infection could not be traced to the device. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient presented to the clinic with a pocket infection and purulent drainage from the wound. To resolve this issue, the patient went through a surgical procedure on (B)(6) 2025, to remove the pacemaker, the right atrial lead, and the right ventricular lead. There were no patient consequences.